Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on (B)(6) 2018. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. Both methods of simulating taking a reading by selecting start on the handheld screen and pressing the handheld keypad produced error # 5. The value ¿5¿ was changed to ¿-1¿ per investigation guidance. Error # 5 did not reappear with either method of simulating taking a reading when the unit was rebooted after file edit. Evaluation of the compact flash in terminal 9 revealed incorrect operating speed setting. Based on the information provided and the investigation performed, the cause of the reported event was determined to be an incorrect speed setting on compact flash.